Event description:
It was reported by service report that one of the footboard modules was not secured into the footboard properly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: footboard module was loose due to missing screws.